Event description:
During an initial implant on (B)(6) 2025, it was reported that the atrial leadless pacemaker (alp) failed to capture. The physician repositioned the alp and began fixating at the site with the best current of injury (coi), however, the coi dropped significantly, and the patient experienced hypotension and cardiac tamponade, perforation, and pericardial effusion occurred. The physician suggested the alp may have dislodged due to being placed too deeply. The perforation was confirmed using fluoroscopy and an echocardiography. The alp could not be implanted as a consequence, and the patient was programmed to ventricular pacing only. The patient was stable post procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.